Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that while using the probe unit during an acl procedure, the tip of the unit broke off and it was hard to retrieve. The surgeon used fluoroscopy to locate the piece embedded in the patient's left knee. It was further reported that the surgeon successfully retrieved the foreign body from the patent's' knee.

Event description:
It was reported that while using the probe unit during an acl procedure, the tip of the unit broke off and it was hard to retrieve. The surgeon used fluoroscopy to locate the piece embedded in the patient's left knee. It was further reported that the surgeon successfully retrieved the foreign body from the patient's knee.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Review of the device history record (DHR) of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. The unit was visually inspected without magnification. Scratch wear marks were observed on ceramic, lumen and insulation. The scratch marks were observed below where the electrode is placed and extended all the way down to the insulation border. The insulation was observed to be pushed down right below where the scratch marks are observed. No visual wear marks were observed on the back of the probe¿s insulation. The unit¿s activation history could not be retrieved for investigation purposes since the e-prom was not returned for evaluation. The communication cable and connecter that contains the e-prom was cut. Based on the return unit's evaluation, the most probable root cause is user related. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.